Manufacturer narrative:
The customer indicated that the event occurred 3 to 4 months ago from the contact date. Therefore, the event date is in 2018.

Event description:
The customer reported that she obtained a blood glucose reading of approximately 509 mg/dl on a contour next one meter. Upon retesting on a continuous glucose monitoring meter, the reading was approximately 35 mg/dl. The customer was feeling dizzy and called paramedics. The paramedics took the customer to the hospital. The customer had passed out when she reached the hospital. In hospital, the customer was tested on another meter and a reading of approximately 30 mg/dl was obtained. The customer was administered with sugar solution through intravenous mode. The customer was fine after the treatment. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.